Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the following readings on the same day on the aviva meter: at 2:36pm she got 328 mg/dl. At 2:37pm she got 278 mg/dl. At 2:46pm she got 112 mg/dl. At 2:55pm she got 123 mg/dl. No adverse event reported. Meter and strips replaced and requested for return.